Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by b kerens, m.g.m schotanus, b. Boonen, p. Boog, p.j. Emans, h. Lacroix, and n.p. Kort. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "persistent pain." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that experienced pain at approximately eighteen months and twenty-four months post-implantation. Subsequently, the patient underwent a revision procedure, during which all components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that experienced pain at approximately eighteen months and twenty-four months post-implantation. Subsequently, the patient underwent a revision procedure approximately 1.5 years post-implantation, during which all components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.